Event description:
The distributor reported that the legs at the head end do not extend during unloading the cot. No one was injured, no sharp edges.

Manufacturer narrative:
Results - legs. Device will be evaluated (B)(4) 2012. If further info is obtained, then a follow-up report will be filed.